Manufacturer narrative:
Several dates. Waiting for explants to be returned for evaluation.

Event description:
During follow-up visit surgeon noticed on x-ray that one locking nut and rod had loosened from the screw construct. The patient presented with spinal stenosis l2-l3 and l3-l4. He was originally operated on (B)(6) 2009, with posterior spinal instrumentation l3 to s1 using segmental pedicle screw fixation. The surgeon is monitoring this patient and if he decides to revise the loosened components, we will evaluate the explants and report to FDA in a supplemental report.